Event description:
During a cataract extraction, this product would not aspirate to the point of cutting. The customer opened another pack of the same lot number which also failed to aspirate properly. A pack of a different lot number was opened which worked and the procedure was complete with no further problems and no injury to the pt.